Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was not returned for evaluation after three good faith effort (gfe) attempts were made. The described failure has been addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Integra can replace components of the mlx lighting units to restore functionality should the device be returned to the manufacturer.

Event description:
It was reported that when the mlx 300w xenon lightsource (00mlx) is switched on, the unit suddenly blows the fuse. This was discovered during inspection; thus. There was no patient involvement.